Event description:
During a hysteroscopy procedure performed on a patient to evaluate the endometrial cavity, a grasping forceps' screw came loose from the instrument inside the uterus. Prior to the procedure, a time-out was conducted, and the equipment underwent standard quality assurance checks before being handed to the provider. Once the screw came loose, the instrument was promptly removed, and a new grasper was successfully utilized to retrieve the screw fragment. As an added precaution, the patient was sent to radiology for imaging to ensure no additional fragments remained. Imaging results: impression: no radiopaque foreign body as clinically queried. No acute abnormality within the abdomen or pelvis. Post procedure - the patient had a CT performed - no abnormal metal objects or abnormal findings.